Event description:
The customer reported the operating wire coating of the rotatable clip fixing device had peeled off after sterilization. The issue occurred when preparing the device for use. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found there were no abnormalities such as deformation or buckling of the insertion site or deformation at the tip of the coil sheath. When checking the coating of the operating wire, some of the black coating had peeled off. When the coating wire was rubbed with a non-woven fabric, some of the coating came off and adhered to the fabric as a black foreign substance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the evaluation results, the black foreign material was determined to be the peeled operating wire coating. It is likely that the peeling of the coating on the operation wire was caused by factors such as the coating part being rubbed against a hard object during use or reprocessing; however, a definitive root cause could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. Do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.